Event description:
During a circumcision, the circumcision clamp failed to clamp properly which resulted in bleeding from the circumcision site and required suturing. The event prolonged hospitalization two hours. A rattle can be heard when device is moved.